Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a total of 1 low event was detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 53 mg/dl were recorded at 10:55:16 pm on (B)(6) 2020 to 04:20:15 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 10:55:16 pm on (B)(6) 2020. A user initiated tubing fill of size 11.64 units was observed at 5:51:29 pm on (B)(6) 2020. A user initiated tubing fill of size 11.28 units was observed at 6:25:18 pm on (B)(6) 2020. A user initiated tubing fill of size 10.55 units was observed at 6:28:42 pm on (B)(6) 2020. A user initiated tubing fill of size 12.37 units was observed at 8:07:47 pm on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. The user made the following bolus request(s) while having insulin on board (iob): time: 5:37:55 pm date: on (B)(6) 2020 iob: 3.68 requesting a bolus with iob may lead to a low glucose event. The user made the following bolus request(s) while having insulin on board (iob): time: 6:19:43 pm date: on (B)(6) 2020 iob: 1.10. Time: 7:52:40 pm date: on (B)(6) 2020 iob: 6.72. Requesting a bolus with iob may lead to a low glucose event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level of 20 mg/dl; cause was unknown. Customer required assistance obtaining carbohydrates to address bg. Recommendation made to discuss diabetes management with health care professional.